Event description:
The customer was traveling down his driveway when he heard a strange noise emitting from the unit. He was unable to control the unit and while attempting to negotiate a curve the unit tipped over.